Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the image was noisy and the subject could not be recognized. Additional evaluation findings are as follows: image disappeared temporarily when the cable unit was bent at certain angles; a white dot was observed on the image; coupler locking mechanism loose due to deterioration of the coupler unit; fluid residues were found internally in the camera head; cable unit and charge-coupled device found corroded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7proh-hd-l08e, hd camera head to olympus for repair due to a report of "noisy image." The problem, as reported to olympus, was identified during preparation for use. Upon inspection and testing of the returned device, it was found that the image disappeared temporarily and the image was noisy (subject cannot be recognized). This report is submitted due to the image disappeared temporarily and the image was noisy (subject cannot be recognized), found during in-house service.

Event description:
The customer provided additional information on 04-aug-2022: the procedure was completed with another camera head.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a noisy image dur to a defective cable unit and the image disappears when the cable unit is bent. The specific root cause of the defective cable unit could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.